Event description:
On 3/1/99, hospital staff witnessed a 63 year-old-female patient go into cardiac arrest. CPR was started. A heartstart 3000 defibrillator with electrode pads was attached. This type of defibrillator with paddles was available for use on the patient. When resuscitation began, the defibrillator displayed a "check electrodes" message. When hospital staff checked the electrode pads were opened and they were also watery. It was not possible to analyze or shock the patient since the electrode pads would not adhere to the patient. According to the report another defibrillator was summoned but the patient had died. Ballard medical products requested that laerdal medical norway recall these electrodes on 2/15/99 and the recall was in progress at the time of this event.